Event description:
On 16-may-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels exceeding 500 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with insulin, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user reported receiving no alerts indicating insulin delivery issues and performed a supply change during the event; however, the user was unable to recall whether the removed infusion set was bent. The user additionally reported making a breakfast meal announcement that did not appear to improve glucose values. No device malfunction was identified during investigation. Based on available information, a potential infusion set-related delivery issue could not be excluded; however, the exact cause of the event could not be conclusively established. If additional information becomes available, a supplemental MDR will be submitted.